Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to unlock on the lcd keypad connector. After locking the lcd keypad connector, the insulin pump was tested with the test blood glucose meter; the insulin pump communicated properly with the test blood glucose meter and the test value on the meter was properly displayed on the insulin pump screen. No insulin pump or meter communication anomaly, calibration anomaly or unexpected failed battery test alarm noted during testing. The buttons responded properly after locking lcd keypad connector. The insulin pump passed idle current test. Unable to perform self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly. The insulin pump passed the run current test. The insulin pump had stripped battery cap coin slot and cracked reservoir tube lip however, the test battery cap fit with battery tube threads. The drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had issues with the insulin pump's battery cap. The battery cap was sticking up. The insulin pump alarmed failed battery test. The customer received another failed battery test after troubleshooting. The buttons on the insulin pump were hard to press. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.